Event description:
It was reported that during the insertion of an implantable cardiac monitor, there was an issue connecting to the device diagnostic mobile programmer application. Cautery used at insertion was noted as a potential factor that may stop the device from working or cause a bluetooth lockout. The representative logged out of the device and attempted to interrogate it again but could not establish a connection, despite having connected many times before. It was advised to set up the patient's monitoring system and try again after midnight, with a recommendation to check the patient in the office if the issue persisted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.